Event description:
It was reported that the patient experienced recurring incontinence and leakage with the artificial urinary sphincter (aus) due to a broken tubing. The aus pump was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received, a supplemental report will be filed.